Event description:
On (B)(6) 2013 at the (B)(6) in (B)(6), it was reported that after the pump on the hl 20 roller pump module serial number (B)(4) was switched off in arterial mode, on switching it back on it restarted in free mode. The non-conformity report indicates that the device is still in use and the ssu indicated that the issue occurred prior to use and is intermittent. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was not returned to the manufacturer and hence no evaluation was performed. (B)(4).